Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint will not be returned for evaluation by the customer. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"The koh cup disintegrated during a colpotomy with ultrasonic energy applied to it." (B)(4).

Manufacturer narrative:
Reference e-complaint (B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, inspect returned samples, inspect stock product. Analysis and findings: DHR review for product no. (B)(4) (koh-efficient, rumi, 3.5cm), lot no. 169227 manufactured/tested during end of jul 2014 shows that all products were manufactured and tested per established procedures at csi stafford facility and was released with no issues identified either during manufacturing/testing. No sample was returned as part was discarded by customer, so a detailed inspection of pieces was not possible. Further review of the DHR shows that there were no scrap for any of the IFU on the scrap report. Additionally, dhrs of p/n kc-rumi-35 that were manufactured before and after were reviewed to verify that there were no changes to production nor in the inspection/testing procedures. Details of the product IFU (p/n 37292) warns the safe use of rumi ll/koh-efficient : warning note no.5: "the ultem koh cup is not intended to be used with harmonic or other types of ultrasonic or laser energy sources ". Root cause was identified as usage error via use of a harmonic scalpel with kc-rumi-35. Coopersurgical will continue to track and trend. Corrective action level 2. Was the complaint confirmed? Yes. Review and closure: CAPA required? Recommended continuous improvement program (cip) complaint closure letter required? Ncmr issued? Other regulatory action needed: preventative action activity. Reviewed. Trend and monitor to cip.

Event description:
"The koh cup disintegrated during a colpotomy with ultrasonic energy applied to it. ." Reference e-complaint number: (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, inspect returned samples, inspect stock product. *analysis and findings DHR review for product no. Kc-rumi-35 (koh-efficient,rumi,3.5cm), lot no. 169227 manufactured/tested during end of jul 2014 shows that all products were manufactured and tested per established procedures at csi (B)(4) facility and was released with no issues identified either during manufacturing/testing. No sample was returned as part was discarded by customer, so a detailed inspection of pieces was not possible. Further review of the DHR shows that there were no scrap for any of the IFU on the scrap report. Additionally, dhrs of p/n kc-rumi-35 that were manufactured before and after were reviewed to verify that there were no changes to production nor in the inspection/testing procedures. Details of the product IFU (p/n 37292) warns the safe use of rumi ll/koh-efficient : warning note no.5: "the ultem koh cup is not intended to be used with harmonic or other types of ultrasonic or laser energy sources ". Root cause was identified as usage error via use of a harmonic scalpel with kc-rumi-35. Corrective actions: *correction and/or corrective action: correction: unit was scrapped by customer. Corrective action: IFU dictates proper usage with warning statement (5th warning note of IFU). Coopersurgical will continue to track and trend. *corrective action level: 2 . *was the complaint confirmed: yes. *preventative action activity reviewed. Trend and monitor to cip.

Event description:
"The koh cup disintegrated during a colpotomy with ultrasonic energy applied to it." (B)(4).